Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implantable pacing lead implant procedure, due to patient's vessel condition abnormality (patient has persistent left superior vena cava), physician tried several times but the lead could not reach target position. The lead helix was unscrewed for many times and caused failure to reach target position and be affixed. The ipl was replaced with another lead. No patient complications have been reported as a result of this event.